Event description:
Report from france stated that a female pt had an uneventful refractive surgery. On day 1, slit lamp examination showed an opacity at the interface. One week post-operatively, opacity was reported as still present. Retraction of the anterior face of the cornea with folds was also observed. Visual acuity, day 1: 20/400 visual acuity, day 21: 20/200 it is unknown at this time if the event is product related.